Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received a copy of the customer's medwatch from the FDA which states, "IV tubing broke off into the IV bag while infusing."

Manufacturer narrative:
The customer¿s report of spike breakage was confirmed. Visual inspection of the set noted breakage around the drip chamber spike. There were no other damages or tool markings. No functional testing was performed on the set due to the obvious damage. The root cause of the customer¿s report of spike breakage was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during patient transport, the IV spike broke spontaneously with no one touching it. The spike remained in the bag, and the drip chamber and tubing fell to the floor. There was no report of any patient harm.